Event description:
It was reported to medtronic minimed that the customer experienced damage to the belt clip rail and damage to the battery tube side. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed. Informed customer about product replacement/return policy. No harm requiring medical intervention was reported. The customer discontinued use of the insulin pump. Mmt-1880l was requested and the customer response was that the device was returned.

Manufacturer narrative:
Unit received with flashing medtronic logo. Reset the pump three times to determine flashing medtronic logo is permanent and it was confirmed flashing medtronic logo permanent. Unit unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self test due to flashing medtronic logo. Pump was cut open to perform visual inspection and found moisture damage on the [pcba 1 / pcba 2 / force sensor / motor / harness assembly vibrator]. Unable to download pump's history and trace files using thump due to flashing medtronic logo. The p-cap locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case, cracked case near the corner of belt clip rails, and cracked case on the battery tube side. Cosmetic damage was confirmed at the battery tube case(cracked) and belt clip rails(cracked). Flashing medtronic logo confirmed due to severe corroded electronic assemblies. Unable to download pump's history and trace files using thump due to flashing medtronic logo. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.